Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
A hole was noted in the sterile packaging when the penumbra system reperfusion catheter 054 was opened. A new catheter 054 was used without issue. The penumbra representative, while shipping the catheter back for analysis, noted that the catheter appears to have been used which does not agree with the reported complaint. An investigation will be conducted and the results will be submitted in a follow-up MDR.